Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per complaint details, the data presented in the article refers to a patient who required a femoral revision for ¿periprosthetic fracture at 15 months¿. However, patient specific medical documentation has not been provided as of the date of this review. Based on the information provided, the root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Per author/associate professor correspondence, no further details or implants are available and ¿dislocations, periprosthetic fractures and deep infections happen. The rate in this series is low and is not in my view related to the implants used.¿ no further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on literature review ¿acetabular liner dissociation: a comparative study of two contemporary uncemented acetabular components¿, 1 periprosthetic fracture was reported causing revision surgery while using a reconstruction device from s&n.

Manufacturer narrative:
Documents added to the attachments page.